Manufacturer narrative:
Continuation of concomitant medical products: evolutpro-29-us transcatheter valve; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance warning. The ra lead remains in use. No patient complications have been reported as a result of this event.